Event description:
A verbal report was received from a peritoneal dialysis patient who reported that "at the y connector, before it goes into pump, it leaked bubbles". The patient suspects this is what caused his peritonitis but not for sure. The patient did spend 1 night in the hospital for treatment of peritonitis. The pd nurse who follows this patient was also contacted where it was learned in 2006 this patient presented to the ER with abdomen pain. The patient was cultured in the pd unit and was treated intraperitoneally. The last dose administered was two days later. According to the peritoneal dialysis rn, the source of infection was directly related to an upper respiratory infection. The patient is able to continue peritoneal dialysis as ordered. As of eleven days later this patient has remained free from signs or symptoms of infection. There is no smaple available.